Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that for the last 3 months, they had been having trouble recharging the implantable neurostimulator (ins). Pt said that now they couldn't get it to do anything at all. Agent clarified and pt said that the controller was at 90% and the ins was at 30% and after recharging the ins for about an hour, the controller went down to 70% but the ins hadn't increased at all. Agent had the pt reset the controller and then unlock the controller. The controller connected to the ins without any issues. Pt noted seeing that the stimulation was off. The controller was currently at 70% and the ins was at 30%. Pt saw no apparent damage to the equipment. Agent had the pt initiate an ins recharging session. Pt saw no device found. Pt repositioned the recharger and saw poor recharge quality. The issue was not resolved. A request was sent to repair to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID 97755 (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.